Event description:
Customer reported via phone, he was concerned with the sensor readings. He stated the senor reading was over 400 mg/dl so he treated. He went to the gym and when he arrived home he checked his blood glucose with his meter and it was 33 mg/dl. Current blood glucose was 69 mg/dl and sensor reading was 400 mg/dl. Troubleshooting was performed and customer stated he has previously seen bent cannula on the last sensor he wore. Customer was advised to turn of the sensor and turn it back once two to four hours had passed. Also to ensure he reconnects to the old sensor and if issues persist to change it. Customer declined troubleshooting for low blood glucose. He is not returning the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.